Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device passed the delivery accuracy test at 0.08750 inches. No device deficiency anomaly or under anomaly noted during test. Insulin pump received with broken battery tube threads. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had under delivery. The blood glucose level was 200 mg/dl,300 mg/dl at the time of incident. The current blood glucose was 140 mg/dl. Customer treated with syringe,insulin pump. Customer was assisted with troubleshooting. Customer alleging the insulin pump because customer was experiencing unexplained high blood glucose. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The device will return for the analysis.